Event description:
New information received indicates that the lead was surgically abandoned due to suspected lead fracture and replaced without incident.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had evidence of oversensed noise, high threshold measurement and high pacing impedance measurements on the right ventricular (rv) lead. There were no adverse patient effects reported. Intervention is planned to replace the rv lead however as of today it has not yet been performed.